Event description:
Info received from affiliate indicating a pt wearing acuvue lenses complainted on pain and redness in their right eye. In 1999 the pt was diagnosed with keratitis and iritis. The pt was treated with ofloxacin and pranoprofen. It is not clear on medical record whether the eye care professional instructed the pt to stop wearing contact lens. The pt had a follow up visit on the third day and the signs and symptoms had not resolved. The next pt visit was 10/1999 for an exam and the purchase of contact lenses. There was a reported increase in the pt's prescription. The affiliate spoke with pt in october 2004 and the pt reported they have been successfully wearing acuvue2 brand contact lens. No additional info is available.